Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was opened to be used during a ureterolithotomy procedure in the ureter performed on (B)(6) 2024. During insertion, when the device was unpacked, the stent was found broken in two pieces. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code: a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was opened to be used during a ureterolithotomy procedure in the ureter performed on (B)(6) 2024. During insertion, when the device was unpacked, the stent was found broken in two pieces. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Correction to block b3: date of event